Event description:
The customer reported that the shaver handpiece does not function. There are no injuries or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the MFR. Investigation results: the shaver handpiece was returned and the customer's reported problem was confirmed. Further investigation found the handiece to activate on its own when plugged into the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.